Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2021. On (B)(6) 2021, when CT examination was performed, contrast medium leaked from the insertion site. The device was removed from the patient¿s body. When flushing the removed catheter, leakage of saline solution was found near the 7 cm depth marking on the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one two photographs which depicted a 5fr d/l powerpicc catheter. The first photograph depicted the molded joint and the 0cm through 7cm depth markings. The second photograph depicted the entire device. Blood residue was observed throughout the device. The catheter appeared to be resting on a piece of paper. What appeared to be leaking infusate was observed on the paper between the 6cm and 7cm depth markings. While what appeared to be leakage was visible in the submitted photographs, inspection of the photographs was insufficient to identify the cause of the leakage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material fatigue and sharp instrument contact. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2021. On (B)(6) 2021, when CT examination was performed, contrast medium leaked from the insertion site. The device was removed from the patient¿s body. When flushing the removed catheter, leakage of saline solution was found near the 7 cm depth marking on the catheter. There was no reported patient injury.